Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter in the target vessel, the microcatheter kicked back; therefore, the physician removed the ruby coil to in order to reposition the microcatheter. It was reported that the ruby coil was rinsed in saline after removal. However, while attempting to re-advance the ruby coil into the repositioned microcatheter, the ruby coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.